Event description:
It was reported that the customer had a beep anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated the beeps are occuring at random times. The patient was advised to monitor the insulin pump and call if issue recurs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.